Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "md order was hydromorphone 0.6mg pt. Bolus every 6 minutes. The md order was for a total dose of 6 mg in a 4 hours period but the nurse programmed 10 boluses per hour. The drug library is designed to program # of boluses per hour. It is not designed to program total dose limit. The pt received more than the 6 mg in the 4 hour period but there was not an adverse pt. Outcome. Event happened last month. No serial number available. Patient involvement: yes. Death/serious injury: no. Human harm: no."